Event description:
It was reported that this implantable cardioverter defibrillator (ICD) began emitting beep tones. Review of remote monitoring data revealed this ICD and right ventricular (rv) defibrillation lead had triggered a red alert due to a high out-of-range shock impedance measurement of 126 ohms. There was no indication of any lead noise on stored events. The clinician decided to increase the out-of-range shock impedance alert value to 150 ohms and continued monitoring, per technical services (ts) recommendation. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.